Event description:
The field service representative (fsr) stated that a jam was found in the glp disposal tube (list number 06t24-01) for the glp loader module (lm), sn(B)(4). The fsr removed the tubes from waste disposal, which resolved the issue. There was no patient involvement and no reported impact to patient management or user safety.

Manufacturer narrative:
During investigation, it was found that the reason the 16 mm sample tubes were getting stuck in the glp disposal tube is because the disposal tube was found to be deformed and not quite round. The deformed disposal tube led to sample tubes getting stuck causing back-up and potential spillage of the sample tubes and its contents. The cause for the deformed tube was determined to be related to the material of the disposal tubing (pvc). The material was found to be too flexible. Because the tubing is deformed and flexible, they become bent when being inserted, resulting in less space for the sample tubes to slide into the waste bin. To reduce the likelihood of the tubes getting caught in the disposal pathway, the tubing is being removed in order to use the full diameter of the disposal pathway. Based on the investigation, a deficiency was identified with the glp disposal tube (list number 06t24-01) for the glp loader module (lm), serial (B)(6). This report is being filed on an international product, glp loader module, list number 06t12-01, which has a same/similar component of the modular glp systems track registered in the us, list number 04z96-51. Note: the impacted product is not distributed in the us.